Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, a cracked reservoir tube, cracked reservoir window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value is 166 mg/dl. Nothing further reported.